Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease flat, white and yellow particles. A leak test was performed and found delamination on the diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.